Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message was confirmed in the system's event log data and during functional testing. The root cause of the reported complaint was the malfunctioning coolant level sensor block, likely due to a defective component. No physical damage was observed on the thermogard console during visual inspection. The system's event log data showed several alert_coolant_level_low messages on the reported event date, confirming the reported complaint. During initial functional testing, the thermogard system displayed a "coolant low" message, confirming the reported complaint. During further testing, the thermogard console displayed mid:09 (post sensor) error message, unrelated to the reported complaint. The attempt to get the air out of the line between the coldwell and the coolant level sensor block did not resolve the issues. Opening the side panel found no led being lit on the coolant level sensor block. Technical investigation determined that the root cause of the reported "coolant low" and mid:09 error message was the malfunctioning coolant level sensor block, which was replaced to address the faults. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the thermogard xp ivtm system sn (B)(6) displayed a "coolant low" message. The customer stated that the coldwell was properly filled with coolant between the min and max fill lines. Another thermogard console was used for the therapy. No patient injury was reported.